Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely increased creatinine result generated on the alinity c analyzer on one patient. Results provided: 10.86 / 0.86 mg/dl. Creatinine historically = 0.81 / 0.83 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. The lot search for reagent lot 99551un18 also did not identify an increase in complaint activity. Return testing was not completed as returns were not available. A review of the manufacturing documentation for the likely cause did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the information in this investigation, the reagent lot 99551un18 expired on may 05, 2019 and the customer processed using this lot in november 2019. Reliability of assay results cannot be guaranteed if there are any deviations from the package insert instruction. No product deficiency was identified for the alinity c creatinine assay, lot 99551un18.